Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization and when delivering a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 9477855), the stent was found detached from the delivery wire in the microcatheter hub. The doctor used another device to remove the stent and then switched a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information received on 29-oct-2025 indicated that there was no resistance felt between the enterprise and the microcatheter prior to premature deployment. The microcatheter used was a prowler select plus 150/5cm microcatheter (606s255x, 31370283). The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. Additional event information was received on 31-oct-2025 indicating that a puncture needle was used to remove the stent from the hub at the end of the microcatheter. No additional intervention was used. There was no evidence of fragments remaining in the patient. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 37mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was already detached from the delivery system. The delivery wire was not returned for evaluation. The issues reported regarding a stent being detached in microcatheter's hub was confirmed during the inspection since the stent was no longer attached to the delivery system. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9477855. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization and when delivering a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 9477855), the stent was found detached from the delivery wire in the microcatheter hub. The doctor used another device to remove the stent and then switched a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury report. Additional event information received on 29-oct-2025 indicated that there was no resistance felt between the enterprise and the microcatheter prior to premature deployment. The microcatheter used was a prowler select plus 150/5cm microcatheter (606s255x, 31370283). The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. Additional event information was received on 31-oct-2025 indicating that a puncture needle was used to remove the stent from the hub at the end of the microcatheter. No additional intervention was used. There was no evidence of fragments remaining in the patient.

Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.